Manufacturer narrative:
This incident appears to be related to use of an incorrect pre-drilling procedure and further disregard of the instructions for product placement from the IFU. The dentist tried several times to insert the same implant with a winged thumb wrench; the instructions call for use of an adjustable torque wrench. By not using the adjustable torque wrench, the forces applied to the implant cannot be measured and as such, can lead to a situation in which too much force is applied to the implant while it is being placed or removed. The implant fragments were examined visually using a light microscope. The fractured surface was homogenous and shows the typical picture of a fracture caused by excessive force.

Event description:
On (B)(6) 2014, it was reported to 3m espe that a 1.8x13mm mdi standard o-ball and collar implant (ob-13) broke during implantation on position 42 and the apical fragment was removed in an additional surgery on the same day. The fragment was removed with a trephine drill without any complications. The dentist stated tha the patient is doing fine without any ongoing symptoms. The implantation was performed on (B)(6) 2014.